Manufacturer narrative:
The returned product was evaluated and the investigation found to have a tear in the soft cannula. It is unclear if this occurred during manufacturing, post-use, or during shipping. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 320 to 390 mg/dl after wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by patient activating new pod and bolus.